Event description:
Related manufacturer report number: 2916596-2021-01792.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The evaluation of the returned system controller serial number (B)(6) revealed a compromised pcb component (open fuse). As a result the system controller displayed call hospital contact/driveline power fault alarm; however the pump support was not affected and the system controller operated successfully a test pump. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controller operated as intended with no active alarms. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved from the system controller and contained events recorded on (B)(6) 2020 where a driveline power fault alarm associated with open fuse b (ocp_b_open) was recorded. The pump operation was not affected and the system maintained the desired set speed with no interruptions. In conclusion the driveline power fault alarm appears to be a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuse. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. How to connect the driveline to the system controller is addressed in heartmate 3 patient handbook section 2 how your pump works/connecting the driveline to the system controller. How to connect the driveline to the system controller is addressed in heartmate 3 patient handbook section 2 how your pump works/connecting the driveline to the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a "call the hospital" alarm on their controller. The patient exchanged their controller at home. It was reported that the patient had a backup battery fault. After the exchange, the patient had another alarm. The alarm was noted to be a driveline power fault. The patient went to the hospital where the controller was exchanged. The issue resolved after. No additional information was provided.